Event description:
An olympus employee reported there was no image from the subject device and error code b30 (scope communication error) occurred. This is a demonstration device and there was no patient involvement.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing did not reproduce error code b30. A review of the device history record found no deviations that could have caused or contributed to the scope communication error. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is possible the scope communication error could have occurred due to fluid invasion causing influence on the image sensor unit at the distal end since the bending section cover was found to leak. Furthermore, it was presumed that the event occurred by temporary contact failure at the electrical contacts of the scope connector or system, irregularity of peripheral products, or the like. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: "before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction." "If air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in image sensor damage.¿ the device's instruction manual provides the following direction, which may help the user detect the issue: "inspection of the endoscopic image observe the palm of your hand using the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. (See figure 3.21) adjust the brightness level as appropriate. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Operate the up/down angulation control lever slowly in each direction until it stops. Turn the insertion tube rotation ring slowly in each direction until it stops. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Align the up indication of the insertion tube rotation ring with the up indication on the control section.¿ olympus will continue to monitor field performance for this device. Service found a leak in the bending section cover, the distal end cover was damaged due to stress, the insertion section was deformed due to stress, the soldering on the soldering was out of specification, and the universal cord was kinked. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.